Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of abdominal pain with subsequent diagnosis of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler with cycler set. Additionally, there are no allegations of a device malfunction or deficiency or a cycler set leak or defect reported for this event. The patient¿s pdrn stated the patient has a history of touch contamination and has two recent peritonitis events with one occurring within the last 4 weeks making this a recurrent episode. Based on the available information and no reported defect, deficiency or allegation of such, the liberty select cycler and cycler set can be excluded as the cause of the peritonitis event. Should additional information become available related to a fresenius device(s) and/or product(s), please re-submit for a clinical review and the need for a clinical investigation will be reassessed accordingly.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized and diagnosed with peritonitis. Upon follow up with the patient¿s peritoneal dialysis nurse (pdrn), it was reported that the patient went to the hospital on (B)(6) 2019 with abdominal pain and cloudy pd effluent. The peritoneal effluent fluid culture results are unavailable. The patient was treated with intraperitoneal (ip) antibiotics (type, dosages, frequency and durations not provided). The patient¿s pd catheter (non-fresenius product) was removed and the patient was switched to hemodialysis therapy. It is unknown if the patient¿s switch to hd was permanent or temporary. As of (B)(6) 2019 the patient remains hospitalized. It is reported that the patient has a history of touch contamination and known to take apart her pd catheter and drain or clean it out in the sink. The patient has had 5 tubing changes in the last 6 months due to her contamination issues. The cause of the peritonitis event on (B)(6) 2019 was not confirmed.